Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor, after which a restart and dry run were attempted but the device displayed an unable to proceed message; the issue was associated with a mechanical problem on the pump, and the device serial number was confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.